Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2020, a 23mm portico ng/navitor valve was successfully implanted in a patient. The final non-coronary cusp implant depth was 4.14mm. On (B)(6) 2022, it was noted via electrocardiogram, that the patient developed atrial fibrillation with rapid ventricular response. The decision was made to cardiovert the patient and administer intravenous amiodarone. The patient was eventually transitioned to oral amiodarone.

Manufacturer narrative:
An event of aortic valve stenosis, aortic valve insufficiency, atrial fibrillation, and inflammation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported events could not be conclusively determined. The reported unexpected medical intervention and hospitalization were result of case-specific circumstances as cardioversion was performed and medication was administered. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_966 - portico ng approval study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that the length of the membranous septum was 4.69mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was prolonged hospitalization of the patient due to their atrial fibrillation with rapid ventricular response .it's also noted that the patient had respiratory insufficiency after undergoing a spinal surgery. On (B)(6) 2023, the patient reported having bilateral leg swelling and stated that they underwent a vein study. No intervention was performed. The cause of the patient's atrial fibrillation with rapid ventricular response is attributed to changes in function of the 23mm portico ng/navitor valve pertaining to aortic stenosis and insufficiency. The patient was discharged in a normal sinus rhythm at the time of report. No additional information was provided.